Event description:
A customer reported to baxter corporate product surveillance an interlink y-type blood solution set in which the valve was damaged. The interlink luer appeared to be cracked or smashed. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. A visual inspection was performed and revealed a cracked and deformed collar. A pressure test was performed and no leaks were observed. A batch review could not be completed as the lot number was not provided by the customer.